Event description:
It was reported that the cot dropped one notch while attempting to transport a pt. The emts were on dirt driveway with uneven terrain when the cot reportedly dropped one notch. When the emts attempting to prevent the cot from falling, it reportedly tipped over. Allegedly, the pt sustained a fracture clavicle.